Manufacturer narrative:
B3/d10: the events occurred on unspecified dates in january 2025, reported as "for the last two and a half to three weeks." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) minicaps were "dried out." This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted